Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system was scheduled for right ventricular (rv) lead revision following a high out-of-range rv pace impedance measurement greater than 2,000 ohms in (B)(6) 2023, however the procedure was not performed. Device interrogation was normal, and the rv lead appeared normal under fluoroscopic imaging. There was no evidence of additional out of range rv impedance measurements, and the root cause was not determined at this time. The physician decided against performing the lead revision, and the patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was scheduled for right ventricular (rv) lead revision following a high out-of-range rv pace impedance measurement greater than 2,000 ohms in (B)(6) 2023, however the procedure was not performed. Device interrogation was normal, and the rv lead appeared normal under fluoroscopic imaging. There was no evidence of additional out of range rv impedance measurements, and the root cause was not determined at this time. The physician decided against performing the lead revision, and the patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.